Manufacturer narrative:
The manufacturing location for this product is OEM - (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Event description:
It was reported that 1 bd safe-clip¿ had a safeclip not clipping issue. The following information was provided by the initial reporter: the patient's caregiver reported the needle cutter no longer works in that when the needle is inserted it no longer cuts.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. D.4. Medical device lot #: 7177532. D.4. Medical device expiration date: na. H.4. Device manufacture date: 14-jul-2017.

Event description:
It was reported that 1 bd safe-clip¿ had a safeclip not clipping issue. The following information was provided by the initial reporter : the patient's caregiver reported the needle cutter no longer works in that when the needle is inserted it no longer cuts.

Manufacturer narrative:
H6. Investigation summary: no physical samples were received; the investigation was performed based on the image(s) provided. This is the 49th complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The reported issue was observed. Based on trend analysis, no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h10.

Event description:
It was reported that 1 bd safe-clip¿ had a safeclip not clipping issue. The following information was provided by the initial reporter: the patient's caregiver reported the needle cutter no longer works in that when the needle is inserted it no longer cuts.

Event description:
It was reported that 1 bd safe-clip¿ had a safeclip not clipping issue. The following information was provided by the initial reporter : the patient's caregiver reported the needle cutter no longer works in that when the needle is inserted it no longer cuts.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h.10.